Event description:
During turp procedure, physician was using circon acmi instrumentation with bard maxblade electrode. Working element, sheath, telescope, and electrode were reportedly burned and melted together.